Event description:
There was doubt about the oxygen flow being delivered to a pt. The unit involved was a c41 stationary. The pt was transferred to a hosp and the unit was returned to tyco french tech service.